Event description:
It was reported by the patient that an increased heart rate was felt when driving or flying, which causes a feeling of sickness. The device was reprogrammed to lower the activity thresholds and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.